Event description:
During the attempt to remove the stent from the patient, the user noted the stent would not come out, due to the stent being knotted. The stent was removed percutaneously. The patient did not experience any adverse consequence due to this event.

Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, documentation, drawings, instructions for use (IFU), manufacturing instructions, quality control, specifications and a visual examination of the one, returned universa® firm ureteral stent set (stent only) was conducted during the investigation. The visual inspection confirmed a knot at the distal end of the stent, as well as minor calcification on the outer surface. Discoloration at the proximal end of the stent was also noted. There is no evidence to suggest this product was not manufactured to current specifications. The IFU contains cautions for use. ¿complications of ureteral stent placement have been documented. Use of this device should be based upon consideration of risk-benefit factors as they apply to your patient.¿ improper handling can seriously weaken the stent. Acute bending or overstressing the stent during placement may create high stress concentrations and weaken the material's strength, thus potentially leading to twisting and knotting of the stent while in the patient. ¿individual variations of interactions between stents and the urinary system are unpredictable. Periodic evaluation via cytoscopic, radiographic, or ultrasonic means is suggested in order to monitor the status of the stent.¿ it is impossible to predict the exact interaction; which an implanted stent will have within the ureter. We are unable to determine with certainty the root cause for the reported difficulty. We will continue to monitor for similar complaints. The appropriate internal personnel have been notified.

Event description:
During the attempt to remove the stent from the patient, the user noted the stent would not come out, due to the stent being knotted. The stent was removed percutaneously. The patient did not experience any adverse consequence due to this event.

Manufacturer narrative:
Update/corrections: adverse event/product problem. Preexisting condition. Previous report said there were no adverse events, so this has been clarified. Initial reporter occupation: nurse.

Event description:
During the attempt to remove the stent from the patient, the user noted the stent would not come out due to the stent being knotted. Ureteroscopy, laser stone lithotripsy, breaking of the double j stent with laser energy, and basket removal were performed to completely remove the dislocated stent percutaneously. Since the knot was still intact, there was some slight bleeding into the orifice, but it did not require additional treatment. Aside from this procedure, there were no further injuries or additional medical intervention required in relation to the knotted stent.